Event description:
It was reported that a lead integrity alert (lia) was triggered due to a high number of short interval counts (sic) on the right ventricular (rv) lead. There were also double counting in some of the episodes, possibly t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c33, tissue valve, implanted: (B)(6) 2007; 5071-53, lead, implanted: (B)(6) 2007; 5072-52, lead, implanted: (B)(6) 2007. (B)(4).